Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The permanent cautery hook instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additional observation not reported by site was that the instrument was found to have mechanical indentations on the proximal clevis ears. Root cause of this failure is attributed to mishandling. A complaint history review was performed and no related complaints were found. A review of system logs showed that the permanent cautery hook was last used on system number (B)(4) on (B)(6) 2021 and it had 8 uses remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction due to the following conclusion: the permanent cautery hook instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during central processing, the permanent cautery hook had a broken cable. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to request additional information related to the event. However, the reporter stated that no further details were available.